Manufacturer narrative:
Based on the available information, this event is deemed to be a product malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient experienced the infusion set was leaking at the site on (B)(6) 2026. The infusion set had been in use for one day.